Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 1 month and 10 days of support on the lvad, the patient's target international normalized ratio (inr) fell out of range. The patient developed heart failure symptoms and elevated levels of lactate dehydrogenase (ldh). The patient was also reported to have a history of gastrointestinal (gi) bleeding. A decision was made by the hospital to exchange the patient's pump.

Manufacturer narrative:
The lvad was successfully exchanged and the patient remains ongoing without any further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.